Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Article, titled: progressive mitral stenosis after mitraclip implantation in a patient with systemic inflammatory disease.

Event description:
This is filed to report the mitral stenosis. It was reported through a research article identifying a mitraclip device that may be related to mitral valve stenosis. Details are listed in the attached article, titled: progressive mitral stenosis after mitraclip implantation in a patient with systemic inflammatory disease.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record could not be performed as the lot number for the device was unknown and could not be provided. The reported patient effect of mitral stenosis, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the reported mitral stenosis cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.